Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The patient ((B)(6)) found that the medicine could not be dispensed when using a needle for injection. The examination found that there was no needle-npe in the needle and could not be inserted into the insulin refill. Throw away needles that do not release medicine. On may 13, customer service called the contact person to verify the information: the item number was confirmed to be 329491, the sales time was unclear, the frequency of occurrence was 1, the problematic needle had been discarded, no sample was returned, no photos were available, and no investigation response was required. Sample availability? No. Sample availability details: no sample available.